Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device provided therapy for just over 1 day before entering a non-recoverable error state. The error state that the device entered relates to the battery voltage reaching an out of range level. The pcba data was analysed and it was found that battery voltage level and the power supply value was at a normal level when the pump entered the nre state. Further, the data showed normal battery depletion levels. Therefore the root cause on this occasion remains undetermined. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that, on the second day of treatment of npwt, the pico7 pump stopped working; all indicator lamps solidly illuminated. Since there was no other pico kit in the hospital, the treatment was changed to putting a gauze on the wound. Neither delay nor patient injury was stated.